Event description:
I have severe back & pain on both sides of my pelvis that causes me not to be able to stand or walk around long periods of time. Even when I'm laying down I experience these pains. I never experienced these pains until I had the procedure done in (B)(6) 2010. I haven't had too many doctor visits because I have no insurance.